Manufacturer narrative:
The device was returned to the service center but the evaluation in process. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus sales support representative was informed that the asset/loaner 4k autoclavable camera head that the customer received ¿displayed an intermittent image¿. No death, injury or harm was reported to olympus. The asset will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The suspect device has been returned to olympus for evaluation. The olympus service center confirmed the customer's event due to a broken cable unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the broken cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.